Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the device in question, belonging to the indicated batch, has the needle detached from the thread. Further information has been requested.